Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported event of power switching on the unreturned controller, (B)(4), was confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. Controller and batteries ((B)(4)) were active during premature switching events. However, batteries ((B)(4)) were not mentioned as part of the reported event and were not returned for evaluation. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Controller ((B)(4)) had not received the smr upgrade. Analysis of the device could not be performed since the device was not returned for evaluation. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the power sources change from one to the other on the controller earlier than expected. Controller was exchanged by vad coordinator to one with the smr software update. No consequences to the patient.